Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced label lift off/partial peel off prior to use. The following information was provided by the initial reporter: material no. 367899. Batch no. 9004595. It was reported that the labels are coming off the tubes. Customer: user facility reports experiencing the labels are coming off the tubes. Catalog number and lot number 367899, 9004595.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced label lift off/partial peel off prior to use. The following information was provided by the initial reporter: material no. 367899. Batch no. 9004595. It was reported that the labels are coming off the tubes. Customer: user facility reports experiencing the labels are coming off the tubes. Catalog number: 367899. Lot number: 9004595.